Event description:
It was reported the patient had lost stimulation coverage in her neck. The patient stated she feels most of her stimulation in her left arm. Reprogramming was only able to capture stimulation up to the patient's left shoulder. The patient's physician was going to send the patient for x-rays. No further information is available, follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.